Event description:
It was reported per field service report: pump was on patient. Symptom - scheduled preventative maintenance reported alarm message of "kinked balloon/balloon wrapped" and "possible helium loss." Findings/action taken: unable to duplicate complaint. Noticed that the pump assembly was very loud and making chattering noise. Replaced pump assembly as a precaution. Replaced batteries as part of preventative maintenance. Unit passed functional checkout. The pump is back in service. An update received on (B)(6) 2013 from the field service representative stated that the console was changed out as part of the facility troubleshooting process.

Manufacturer narrative:
(B)(4).